Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported with a biventricular assist device (bivad). The physician at the hospital contacted the manufacturer "requesting data and solutions on a potential cannula repair as a resident inadvertently drove a suture needle into none velour section. The patient was completely stable with no known bleeding, no air entrainment, or injury. Specifically, the physician was requesting advice on how to repair the cannula in case of bleeding or issues.